Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation (B)(6) 2024. Device evaluation summary: the device was returned to bwi for evaluation. Following bwi procedures, a visual inspection and screening test of the returned device were performed. Visual inspection revealed that reddish material was inside the pebax and the tip of the device was detached from the peek housing and the fourth electrode area leaving wires exposed. Stress marks were observed in the area concluding that the tip was properly manufactured. The device was connected to the carto 3 system and high force was displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force and detachment issues reported by the customer were confirmed. The potential cause of the detachment of the tip could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. This damage could be related to the open circuit and the reddish material observed in the pebax section. The instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body; refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of the bwi quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro and a tip partially detached. The carto 3 system displayed inaccurate force readings after "completing some ablation on the left side and they moved to the right side". Tried re-zeroing without resolution. Catheter was removed from the body and upon inspection the catheter tip was detached but the inner wires were keeping the pieces of the catheter connected. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. Additional information was received. The damage did not result in wires and/or braid being exposed. Did not see any lifted or sharp rings. The detachment was partial. The tip remained attached, but clearly had some separation on one side. It just occurred at the tip of the catheter where the distal electrodes and metal are bonded to the blue shaft of the catheter. Returned the catheter for further investigation of exactly the condition it was received. Issue should be easy to visualize completely in person. The physician was using an sr0 sheath.